Event description:
Additional information received reported that dye study was done and was not conclusive as they could not visualize the dye and confirm integrity of system. In regards to if the cause for the volume discrepancies and the difficult stick with bloody aspirate was determine, the healthcare provider believed the pump needed to be replaced, uncertain of etiology due to difficult pump access. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: b006112n12, ubd: 19-nov-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional (hcp) via a company representative (rep) about a patient receiving dilaudid ( hydromorphone) with a concentration of 8 mg/day and 5.845 mg/day for dose for non malignant pain. It was mentioned that hcp stated for the past couple of months they have noticed a volume discrepancy at refills. Hcp stated they aspirated double the volume what the programmer is telling them. On (B)(6) 2021, the erv was 5.6ml and the arv 12ml. The hcp stated the patient was also complaining of increased pain. It was stated they did a cap dye study and it was a difficult stick with some bloody aspirate and when injecting the dye they could not see the dye anywhere. Hcp also stated the pump pocket and catheter lumbar area were swollen. The hcp was wondering if the pump is a part of any recall. The rep asked hcp to check the pump logs and there was no alarm logs except one stall and recovery that occurred due to MRI. No other alarm logs present. Rep discussed catheter diagnosis and catheter revision. Rep asked the caller if the patient had any falls or trauma and the answer was no. Hcp stated they are going to refill with saline and program to minute rate mode. Hcp stated they will give the patient a fentanyl patch and see how the patient does. On (B)(6) 2021, follow up was received from the hcp which stated they were ready for assistance in programming the pump to have saline. Rep walked caller through switching drug information to saline and updating the pump. The rep informed hcp that it will take about 80-90 days for the internal pump tubing and catheter to get saline all the way through. Hcp stated that was fine and that they don't know what is going on with the pump. They think the pump is fine, but they think there is a cather issue. The patient does not want to go through catheter diagnostics and just wanted the pump to have saline in it.